Event description:
It was reported that a pump powers on when the top of the door is pressed. The customer also stated that the pump displays "need help," "load set," "user option," without any user input.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found that the pump will turn on when the case is pressed. This is caused by a failed upper hook switch. When the pump is on and the case is pressed, the pump will not power off. However, when the pump is delivering fluid and the case is pressed, the pump will alarm "door open," followed by "reload set," followed by "system error 322."